Event description:
It was reported that a device was used during an unknown procedure. The gasket tore and leaked. The rep also noticed that the stopcock was broken off. Another device was used to complete the case. There was no further consequence to the patient.